Event description:
Patient had been undergoing chemotherapy and presented to the physician with thinning of the skin at the chest incision site, causing the ipg to come through. Physician brought the patient into the or, flushed the ipg pocket, placed the ipg in a tyrx pouch, re-sutured, and closed the incision.